Event description:
It was reported that during an unk procedure, the device was received as a blind unit. Another device was used to complete the procedure. There were no adverse consequences for the pt. No further info is available.

Manufacturer narrative:
(B)(4). Eval summary: the hand piece was tested on a generator and found to be functional. However, it could not be tested on further evaluations. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Due to this condition, it may lead for the hand piece to not work as intended.